Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the patient/lay user contacted lifescan (lfs) USA alleging that their onetouch ultra2 meter read inaccurately high compared to their feelings and/or normal results. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged inaccuracy began at 9pm on (B)(6) 2016. At this time the patient obtained a blood glucose result of ¿158mg/dl¿ with the subject meter. The patient manages their diabetes with oral medication(s) (type and dosage unspecified) as well as with diet and/or exercise and did not specify whether they made any changes to their usual diabetes management regimen due to the alleged inaccuracy. The patient stated that 2 weeks after the alleged product issue occurred they developed the symptom of ¿shaky.¿ the patient did not require any form of treatment as a result of this symptom, however. At the time of troubleshooting, the cca confirmed that the subject meter was set to the correct unit of measure setting. The cca walked the patient through a control solution test and it fell within the control range. The patient¿s products were replaced and requested for evaluation. Although during troubleshooting it was found that the patient¿s meter fell within an acceptable range with a control solution test, and therefore a malfunction can be ruled out, this complaint is still being reported because the patient allegedly developed symptoms indicative of serious injury after the alleged product issue began.